Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11corrected sections: b5, h6(health clinical & impact)

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) units battery dies after thirty minutes of running. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) units battery dies after thirty minutes of running.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the batteries, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a